Manufacturer narrative:
No conclusion can be drawn at this time.

Event description:
It was reported that the patient underwent a transvaginal urethropexy using a sling device in 2001, as per sparc technique. It was reported that the size and the placement of the device was improper and resulted in a bladder lesion. The patient underwent a cystourethroscopy, transurethral, resection, biopsy, and cauterization of the bladder lesion in 2002. No additional information was provided.